Event description:
Kept getting multiple very low glucose readings from faulty sensors from (B)(6) 2025 resulting is unnecessary intake of high carb foods to combat and restore to within range readings. This happened usually at night with alarms sounding and waking me up to treat which I discovered was not needed due to false readings. Upon testing with my meter, glucose levels were very high around the 250+ area. I contacted abbott regarding this issue, and they filed my issue and told me to replace sensor which then had normal readings. This issue caused me to lose a lot of sleep over several days, consume high levels of carbs resulting in blurred vision, extreme thirst and a lot of urinating. I then returned to sensor to abbott.